Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary reviewing picture, the complaint description can be confirmed that the slot of nail is bent outwards and cracked. The received picture was reviewed. Just based on the picture it is not possible to confirm a functional issue with the other instruments, therefore the complaint is rated as n/a in the confirmed field. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - guides/sleeves/aiming: sleeve/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation surgery for the proximal humerus fracture. During the nail insertion, it was difficulty to inserting the nail because the medullary cavity was so narrow. Surgeon hammered the nail carefully and inserted the nail. After the nail insertion, when tried to drill to insert the screw, the drill interfered with the nail. The drill bit interfered with the nail on other holes, too. Surgeon found the connection part of the nail had been broken. Surgeon used the philos plate stored in the hospital, and the surgery was completed successfully within 30 minutes delay. The patient conditions was stable. Concomitant device reported: unknown insertion handle (part # unknown, lot # unknown, quantity # 1). This complaint involves three (3) devices. This report is for (1) unk - guides/sleeves/aiming: sleeve. This report is 2 of 3 for (B)(4).